Event description:
Device report from synthes (B)(4) reported a trochanteric fixation nail (tfn) revision was performed on (B)(6) 2015 after it was noted that the helical blade caused femoral cut-out at the varus. The patient was revised to a total hip. There was no reported surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Additional product code: hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.